Manufacturer narrative:
The device was not available for evaluation. The imaging provided shows the tip of the driver contained within the locking cap. Additional information provided that there were multiple attempts to remove the tip of the driver from the locking cap, however the surgeon decided to leave the broken tip in the locking cap after it was too difficult to remove. No determinations could be made as to the exact cause of the reported issue.

Event description:
It was reported that during surgery the tip of the instrument was broken and left in the patient.